Manufacturer narrative:
Device evaluation: the endoclamp ec65 device was returned by the customer and evaluated. The balloon was visually inspected after inflation with 35 cc of air and there were no nonconformance observed with the balloon. The balloon did not fell slippery to the touch during evaluation. There was a kink on the catheter shaft between 10 inch and 11 inch from the distal end of the catheter. No other defect was observed with the catheter. A device history record review was completed and this device met all specifications upon distribution. During discussions with the md (by edwards, trip report in complaint file) it was agreed that the loss of occlusion was not a malfunction of the device; but an application of the device on a specific anatomy type that appears to be outside of the intended design space, hence no CAPA is required.

Manufacturer narrative:
Change in operative strategy.

Event description:
It was reported that the (B)(4) endoclamp catheter slide down towards the aortia. The cause of the sliding is unknown, customer said material was slippery. When they lost the clamp, dr glower had to go in and complete the case with a clamp and cold fibulation, patient was 48 yr old male.